Manufacturer narrative:
Evaluation's summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service discovered the reported problem while refurbishing the unit for use in the service pool. Troubleshooting isolated the cause of the malfunction to a defective solder joint on a connector on the fire control board. The pcb assembly was replaced to restore device operation. The repaired device was returned to placed in the service pool after passing acceptance testing.

Event description:
While refurbishing a device for use in the company loaner pool, a welch allyn service technician discovered that the unit shock output energy was at 75% of the programmed energy setting.